Manufacturer narrative:
As reported, the edge of the 3dmax light mesh was torn. Initial evaluation finds the mesh has been visibly handled as expected from use and is contaminate with blood/body fluids. Visual evaluation of the sample finds there is a significant tear in the edge seal with a big portion of the mesh having separated from the seal. There is also a small piece of the seal edge that has completely detached. There is evidence that a surgical tool / graspers was used during placement attempt. Based on the sample condition, the root cause of the reported event is most likely due to the result of user/device interface while handling the mesh with graspers and attempting to deploy. The precautions section in the IFU states, "use an appropriately sized trocar to allow mesh to slide down the trocar with minimal force". A review of manufacturing records was performed and found that the device was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic inguinal hernia repair, while preparing to insert 3dmax light mesh into the patient, a piece of the edge broke off. It was reported that the mesh was discarded, and another mesh was used to complete the procedure. There was no patient injury.